Event description:
It was reported that the patient experienced an elevated blood glucose (bg) event that persisted for three days despite changing the cartridge, infusion set, and insulin. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to treat the bg. The cause for the bg is unknown.